Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a dexcom app crash. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the mobile device lost power.